Event description:
During device change out, insulation damage on the rv coil connector was observed. It was noted that since the patient is elderly and recent echocardiograph showed a less than 50 percent ef. The physician decided not to implant a new lead and repaired the rv coil with medical adhesive. At post-implant follow-up, the chronic lead showed normal measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes high capture threshold was observed. The lead will be monitored.